Manufacturer narrative:
Integra has completed their internal investigation on 15 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the device was returned to the (B)(4) service centre. The device was repaired/corrected and returned to the customer. A service report was supplied to the manufacturer for further investigation. A DHR review cannot be performed at this time as the lot number was not provided. The device was sent to the (B)(4) service center but the lot number provided could not be verified.. A two year look back in (B)(6) for this reported failure and or related to "adapter plate not fitting" for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the device was returned with the prongs facing backwards, it had been assembled incorrectly.

Event description:
A report was received that the crwma crw mayfield adaptor was incorrectly assembled and the starburst was facing the wrong way. The hospital reported there was no clinical issues or adverse patient outcomes. In order to accommodate the adaptor plate not fitting as expected, the surgeon used some gel headrests so that patient was in acceptable position for surgery. Although no adverse event reported, the surgeon had to make accommodations to ensure that the patient was in correct position.